Manufacturer narrative:
Manufacturer's investigation conclusion: the report of elevated powers was confirmed via evaluation of the submitted log file; however, the report of suspected thrombus could not be confirmed during this investigation as no product was returned for evaluation. A correlation between the device and the reported bubbling feeling, chest pain, back pain, shortness of breath, dizziness, and nausea could also not be conclusively determined. Furthermore, a cause for the reported events could not be determined. The patient ultimately underwent a pump exchange to a heartmate 3 device on (B)(6) 2021. (B)(6) was not returned for investigation. The submitted log files collectively contained data from (B)(6) 2021. Transient power elevations were observed, with the majority captured during pulsatility index (pi) events. No other notable findings were identified. The pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with use of the heartmate ii lvas, including device thrombosis. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. The IFU also explains that the pi is a calculation that represents cardiac pulsatility, and describes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. This section also provides an explanation of all pump parameters, including pump speed, power, and flow, and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted with an international normalized ration (inr) of 1.1 with previous inr within therapeutic range. No changes to patient condition or anticoagulation status had occurred. The patient was initially treated with heaprin, and tests including daily lactate dehydrogenase, left ventricular assist device interrogation, plasma hemoglobin, hepatoglobin and urinalysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2021 for elevated power and elevated flows and was also experiencing chest pain, back pain, shortness of breath, and nausea. Log file analysis revealed that power and flows were above normal parameters for the patient which are associated with pulsatility index (pi) events. The pump was exchanged on (B)(6) 2021 for a suspected pump thrombosis. Prior to pump exchange the patient was having more frequent episodes while ambulating (short of breath, dizziness, and a feeling of "bubbling through the pump and abdomen") with elevated power and flows.